Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacrocolpexy with davinci assistance ((B)(6) 2012) due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and (B)(6) 2012 and mesh were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence and pelvic organ prolapse. It was also reported that the patient underwent mesh revision on (B)(6) 2013 due to post menopausal bleeding by dr. (B)(6). No additional information was provided.